Manufacturer narrative:
The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, medium (34mm) cup, item 60-6085-201a, lot 201912021 that were experienced by dr. (B)(6) on (B)(6) 2020 at (B)(6) university medicine pavilion. It was reported the cervical cup and occluder came off the manipulator inside the patient. It is noted that there was no impact or injury to the patient and the procedure was successfully completed with a delay, unknown length. Additional information indicates the laparoscopic hysterectomy was completed with a delay in the case to retrieve the cup and occluder. The physician was attempting to remove the uterus through the vagina attached to the v-care, barely pulled and the v-care shaft came out. She was removing the vcare from the vagina after the colpotomy was performed and the entire shaft came free without cups. The green cervical and blue vaginal cup came completely off the handle. The issue occurred at the end of procedure, after being in use for approximately 90 minutes. After all pieces were removed by the physician by hand, the uterus was removed though the vagina. The green cup had not been sutured in place, and it is believed that the balloon was still inflated when the balloon detached. It is noted that the shaft did not break. The cups were not broken apart. No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as no fragments were left.

Manufacturer narrative:
H10: the reported complaint of device breakage is confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled, however all pieces of the device were received. Measurements were taken, the inner diameter was on the higher end of the spec measuring at .208". The shaft measured at .1955". The inner diameter measured .200" which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of 2 complaints involving 2 devices for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 50 complaints, regarding 57 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve.) For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.